Manufacturer narrative:
No information on device expiration date. No information on device manufacturing date. An evaluation was performed on the returned product and could confirm the customer complaint for sparking. A visual inspection was performed and showed the probe has been used in the field. The distal tip had of evidence of damage. The insulation is peeled back a little around the return electrode causing moisture to enter the probe and this caused the probe to short out. No manufacturing related defects were observed. Customer misuse has been identified as the root cause. No other complaints have been issued for this defect. Smith & nephew will continue to monitor. No further investigation is required. (B)(4).

Event description:
It was reported that during a knee scope procedure using probe saphyre ii 60deg 3mm suction sparks were detected. It is unknown if there was a procedural delay. This incident did not result in any patient injury or complications.